Event description:
It was reported via phone call that customer was at healthcare professional's office. It was reported that when insulin pump was removed in order to upload to carelink, insulin pump was extremely hot and display went blank even after battery change. Customer's blood glucose was 286 mg/dl. Customer reported that insulin pump was showing weird numbers and letters prior to shutting off and due to pump being off, alerts cannot be seen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with blank display and battery tube / battery heating up due to damage battery tube spring and shorting out to the positive side of the battery tube. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unable to perform displacement test, basic occlusion, prime/delivery test, excessive no delivery and occlusion tests due to blank display anomaly. Unit received with loose / flush drive support disk.